Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed three large rashes with some water on his lower left and right sides. The patient was given a dry dressing from the wound care nurse. During a follow-up, it was reported that the patient's irritation improved after being under the care of the wound care nurse.